Event description:
Customer reported via phone, the insulin pump was stuck in the prime loop and the device is not working. Customer was changing the reservoir out and is unable to bypass the place and lock reservoir message. Customer's blood glucose was 129 mg/dl. Troubleshooting was performed and it was found the device did not beep or numbers were displayed when the act button was pressed. Customer was advised to revert to back up plan and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.